Manufacturer narrative:
The field service engineer (fse) found a slow clenz leak in the pump module at pv22 or pv23. Fse replaced all the tubing and the two actuators (for pv22 and pv23) which appeared to have fluid damage. (B)(4).

Event description:
The customer reported finding 1-2 milliliter (ml) blue colored fluid which appears to be clenz on the counter below left side of the coulter® hmx hematology analyzer w/ autoloader. Fluid was observed while troubleshooting. Electronic test failed on startup. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.